Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted in two different events. Technical services (ts) reviewed and provided programming recommendations. This ICD remains in service. No additional adverse patient effects were reported.